Manufacturer narrative:
An investigation of the batch documentation and the samples received reveals no defects or deviations. No previous complaints on this lot have been received.

Event description:
According to the reporter, the pt has experienced several urinary tract infections while using lofric dila-cath. The last one required hospitalization.